Manufacturer narrative:
The hospital biomed performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the manifold cover was broken in two. The manifold cover was replaced. No report of patient involvement. Unique device identifier: (B)(4).

Event description:
The hospital reported the unit failed the preoperative leak test. There was no report of patient involvement.